Event description:
An alarm issue was reported on the abbott diabetes care (adc) device. A caregiver reported that the sensor¿s low glucose alarm failed to trigger when the customer¿s glucose was low alarm. As a result, the customer experienced symptoms described as ¿did not respond when spoken to¿, ¿unaware of their surroundings¿, sweating, stomach ache, blurred vision, and dizziness. The customer was unable to self-treat, requiring treatment of glucagon from a non-healthcare professional. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.